Event description:
It was reported the pump was replaced due to battery depletion. The catheter was removed due to an occlusion noted by no cfs return during the procedure. No symptoms were reported. The pt recovered without sequela. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Catheter was not returned for analysis. Final pump analysis results reveal an expanded reservoir shield.